Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 74 y/o female patient had an original exactech tka. The patient presented to surgeon's office complaining about their left knee. The patient reported pain, instability, and dissatisfaction. The patient has a recalled tibial poly insert. The patient was scheduled for a left knee revision vs poly swap. The patient underwent left knee revision and a tibial poly swap was performed. Patient was revised to truliant tib imp crc insert sz 2, 13mm. There was no reported breakage of the device or surgical delay, patient was last known to be in stable condition following the event. Images received. The sales rep was unable to obtain x-rays, the device is not available for evaluation as it was discarded by the facility.

Manufacturer narrative:
The reason for the revision reported was likely due to the instability or due to the inclusion of the polyethylene in the packaging recall. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. H6: corrected medical device and investigation clinical codes.